Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing inability and death occurred. The patient was admitted to the emergency room of the hospital with complaints of chest discomfort, shortness of breath, orthopnea and fainting. He was diagnosed as having acute pulmonary edema and cardiogenic shock. At this point anti-edema and inotropic therapy was started. The patient was then transferred to another hospital for further evaluation and upon admittance there, was still dyspneic. The patient was hospitalized and monitored. An ECG showed complete av block and it was decided an urgent coronary angiography was necessary. Angiography showed a normal left main coronary artery (lmca), a 20% stenosis in the proximal left anterior descending (lad) artery, a 98% stenosis in the proximal circumflex (cx) artery and a right coronary artery (rca) that was dominant with plaque. Angioplasty to the cx lesion was initiated. The left main coronary artery was engaged with a 6f ebu 4 guiding catheter and the intermediate guidewire was passed through the lesion at the proximal portion of the cx artery. The physician then attempted multiple dilations to the cx using 2.0x20mm, 2.25x6mm and 2.25x12mm balloons, type unknown. Timi 2-3 flow was obtained and the physician then attempted to place a taxus liberte 2.25x24mm drug eluting stent to the cx artery, but was unable to cross the lesion. The procedure was then ended. The patient was taken to the intensive care unit and after five minutes had a cardiopulmonary arrest. The patient was then intubated and CPR was initiated. CPR was continued for 45 minutes with no result. Additional information regarding this event has been requested. This product is only ous approved but it is similar to a marketed us device.